Manufacturer narrative:
(B)(4). Patient's medications: simvastatin, ampodipine, aspirin, and fish oil. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up imaging identified a possible proximal type I endoleak and aneurysm enlargement of 1 cm. It was reported the cause of the endoleak is unknown. On the same day, an aortic extender component was implanted extending proximally from the trunk-ipsilateral leg component to treat the proximal endoleak. Final imaging identified the endoleak was resolved. The patient tolerated the procedure.